Manufacturer narrative:
In the 3500a initial report, it was reported that on follow up, the physician commented that the autopsy and running of aorta were different from usual and it was difficult to proceed with the catheter. Additional clarification was received on apr 18, 2021 stating that the information stating ¿autopsy¿ was provided as misinformation and therefore, should be deleted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30487504m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an idiopathic left ventricular tachycardia (ilvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered an aortic dissection requiring cardiac surgery and thoracotomy. From 11 o'clock on (B)(6) 2021, the case of ilvt was successfully treated for tachycardia in the patient. Tachycardia stopped and sinus rhythm returned. No recurrence was confirmed after induction. The case ended at 13:00, and aortic isolation was found at 19:00 on the day, and the patient was transferred by ambulance to a hospital where cardiac surgery was performed and thoracotomy operation was performed until around 10 o'clock on (B)(6) 2021. The patient was conscious after surgery. There were no product complaints related to the adverse event. The physician commented that there is no comment on the causal relationship to this product. On follow up, the physician commented that the autopsy and running of aorta were different from usual and it was difficult to proceed with the catheter. Additional information was received. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. Patient outcome was reported as improved. The patient required extended hospitalization because of the adverse event. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available.